Manufacturer narrative:
Additional: it has since been reported that the patient was administered a topical steroid (date not reported). This report is submitted on march 25, 2019.

Manufacturer narrative:
It has since been reported that the patient experienced a skin overgrowth and subsequently underwent revision surgery (date not reported) to resolve the issue. It was also reported that the patient was administered steroids by injection (date not reported).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment resulting in the abutment falling off. The patient was treated with ointment (type and date not reported). Additional information has been requested but has not been made available as of the date of this report.